Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder (amulet or acp2) was chosen for implant using an unknown delivery system. During the procedure, the activated clotting time levels (act) was greater than 250 seconds and heparin was administered. A thrombus was found in corpus and on disc and they decided to use a new 25mm. But the 25mm was found too small in transesophageal echocardiogram (tee). There was no other allegations other than mis-sizing. A new 28mm amplatzer amulet left atrial appendage occluder was chosen and successfully implanted. The sheath was in the patient for a significant period of time. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.

Manufacturer narrative:
An event of thrombus in corpus and on disc was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Thrombus formation is a possible outcome of the procedure per the amplatzer amulet instructions for use.